Event description:
An (B)(6) female pt's neighbor contacted zoll customer support to report that the pt's response buttons would not activate the device. The pt was issued a replacement monitor and battery pack.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not active device) has been confirmed. Upon eval, there was thermal damage to the front response button cable and capacitor c10. The cause of the inability to activate the device is the thermal damage. The cause of the thermal damage is a short at capacitor c9. The root cause of the short cannot be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery would not charge or power up a test monitor. The cause for the failure was a blown fuse. The root cause for the blown fuse could not be positively identified, but was likely related to the monitor's shorted capacitor. No adverse event resulted from the detached response button cable, shorted capacitor or blown battery fuse. The pt was issued a replacement monitor and battery pack. Device MFR date: sn (B)(4): 11/2010, sn (B)(4): 07/2011.